Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 29, 2007, the lay pt contacted lifescan (lfs) alleging that her one touch ultra test strips were peeling, as she attempted to insert them into her one touch ultra meter test strip port. The medical affairs specialist (mas) spoke with the pt to obtain additional info included below. The pt said, the alleged test strip issue started in 2007. She said, she was not able to obtain a meter reading at lunchtime prior to taking her usual sliding scale dose of humalog insulin. She decided to take her usual dose of 5 units of humalog insulin and then ate lunch. Shortly afterward, the pt's husband noticed that she was shaking and confused. The husband gave the pt orange juice to drink. The pt said, she felt better after drinking orange juice. The customer care advocate (cca) noted, the alleged test strip port issue. The meter and test strips were replaced. The complaint is reported because the pt alleges, she was unable to obtain a reading on the lfs product prior to taking insulin and afterward experienced shaking, a typical symptom of hypoglycemia. The pt claims that after her husband gave her orange juice, she felt better.